Event description:
Customer reported device = "hi" about a week ago. Customer stated device = 300 mg/dl and 1 hour later, device = "hi" customer went to the emergency room (ER). Hospital device = 96 mg/dl. No treatment was given. No controls were used. A request was made for return product and replacement product was sent.